Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimate. Reportedly, the cartridge was fill with 300 units of insulin in the morning, and during the time of the call, the insulin gauge shows an inaccurate amount of 28 units. The customer reloaded the cartridge and received a minimum fill message. The customer's blood glucose level was 260 mg/dl with trace ketones, which was addressed with a correction bolus. It was confirmed that the customer would continue using the pump for continued insulin therapy.